Event description:
A malfunction alarm, specifically identified as malf 12, was reported. The customer's blood glucose level exceeded 500 mg/dl, displaying "high" as the specific value was unknown. There was no assistance from a third party, but the customer managed the high glucose level with a correction injection via multiple daily injections (mdi). Customer technical support provided the necessary information to reset the pump and assisted the caller in doing so. Caller reported malfunction recurred. Cts to replace pump.